Event description:
The customer reported an unknown amount of clenz had leaked from the coulter lh 750 hematology analyzer and onto the countertop during instrument startup. The customer reported that the instrument generated multiple background failures for white blood cell (wbc), red blood cell (rbc), platelet (plt), and differentials. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the tubing at the red blood cell (rbc) bath (vc2) port 6 had become loose; this tubing carried clenz diluent and whole blood to the rbc bath. The fse reconnected the loose tubing to port 6 of the rbc bath (vc2) to resolve the leak and the background failures. Repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to a loose tubing at the rbc bath port 6. (B)(4).